Manufacturer narrative:
Investigation summary: photos received for investigation, needle through shield is observed, confirming the failure. Possible root cause cannot be determined, therefore there are no corrective actions. Personnel will be notified of this failure. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle 21ga 1-1/2in bil lax was exposed. The following information was provided by the initial reporter: needle exposed outside cap and packing. Additional information: customer reported the following: "this report was derived from an occupational accident, since the assistant who was preparing an order, took the product and the exposed needle caused an injury to the little finger that did not register any seriousness . There was no need for medical intervention, only care in the nursing service".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 21ga 1-1/2in bil lax was exposed. The following information was provided by the initial reporter: needle exposed outside cap and packing. Additional information: customer reported the following: "this report was derived from an occupational accident, since the assistant who was preparing an order, took the product and the exposed needle caused an injury to the little finger that did not register any seriousness . There was no need for medical intervention, only care in the nursing service".